Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer received no delivery alarms. The customer's blood glucose level was 387mg/dl. Troubleshoot was conducted and the alarm was resolved by reservoir change. The customer was advised replacement would be sent out.